Event description:
It was reported that during an unknown procedure, the device would not form clips. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).